Event description:
The customer contacted abbott to report a "hemoglobin (hgb) syringe failed to home" error on the cell-dyn sapphire hematology analyzer. The customer technical advocate (cta) suggested a hgb syringe cleaning procedure and if the issue persisted, to replace the syringe. The customer stated they are a new operator and declined to troubleshoot the issue. The cta suggested to have another tech perform troubleshooting and call back if further assistance is needed. In late 2007, the customer stated they were still observing hgb syringe errors. The customer had installed a new hgb syringe; however, the issue was not resolved. The customer declined to further troubleshoot and requested service. The customer was sent two replacement syringes. The customer stated the issue was resolved with replacement of the syringe and the analyzer was performing within specs. Additionally, the customer reported all quality controls were within range. There was no impact to pt mgmt reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn sapphire hemoglobin syringe, list # 8h49-02. Upon further review, the customer complaint is associated with remedial correction 2919069-8/6/07-004-c for an unknown lot of the suspect device. This follow up MDR for remedial correction 2919069-8/6/07-004-c is submitted late. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on (B)(4) 2007 and was identified by (B)(4) to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(4) 2007 (B)(4) june 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by (B)(4) and released for distribution on (B)(4) 2009.

Manufacturer narrative:
The cell-dyn sapphire hemoglobin syringe is used on the cell-dyn sapphire analyzer, an automated hematology analyzer. The vendor for the cell-dyn sapphire hemoglobin syringe, list number 08h49-02 provided abbott labs with an improved version of the syringe, which was released for use in 2007. The vendor sent a letter to abbott stating the hemoglobin syringes were a specific mfg code, were assembled with insufficient or inconsistent amount of silicone lubricant applied to the plunger tip. The abscence of sufficient lubricant causes premature failure of the syringe, which generated "syringe failed to home" error messages upon installation on the cell-dyn sapphire analyzer or shortly thereafter. In response to the vendor's letter, abbott internal nonconformance was addressed via stock sweeps to segregate non-conforming product in inventory. A world wide quality hold was issued 22 june 2007 to remove suspect product from the distribution system and a customer letter was generated to users of the cell-dyn sapphire analyzers. The defective syringes were identified in the customer letter as those packaged and shipped between 08 may 2007 and 25 june 2007. A review of abbott's complaint analysis from jan 2007 to present did not indicate an adverse trend for hemoglobin syringes. As the affected syringes did not meet the vendor's internal lubricant requirements, the vendor provided the following corrective actions: vendor employee retraining for syringe lubricant application was completed on 6/19/07. One hundred percent part inspection of the syringe will be performed, and inspection results will be attached to the syringe shipment. Abbott syringe specs were defined for use by the vendor. Certification documents are attached on every shipment of syringes. This is the final report. End of report.